Event description:
While attempting cardioversion on a pt the device displayed a "poor pad contact" message and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that the facility biomed department was unable to duplicate the reported malfunction.